Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported, "impingement left ankle broken cement (antibiotic bone cement) mantel".

Manufacturer narrative:
Reported event: an event regarding subsidence involving simplex cement mix was reported. The event was confirmed through clinician review of the provided medical records. Method & results: -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: this concerns a failed total ankle arthroplasty reportedly due to subsidence. A revision was carried out and another surgery was necessary for persistent drainage. Another surgery was required after that for removal of cement. Unfortunately, I have no preoperative or immediate postoperative and follow-up x-rays to compare the x-rays from (B)(6) 2022. The x-rays taken recently show subluxation which could be due to instability or polyethylene wear or a combination of both. There also appears to be a fracture or defect in the talus itself. The possibility of osteonecrosis could be considered. Causes of total ankle arthroplasty failure are multifactorial with surgical technique and cement technique being of great importance, as well as kinematic balance and alignment of the implant. Failure due to osteonecrosis of the talus and fracture is also possible. In my opinion the failure is not due to any defect in the product but I cannot confirm that with certainty because it has not been explanted and examined. I can confirm that these events occurred because I was able to see the operation reports. I cannot confirm the root cause since it is multifactorial including surgical technique factors, patient factors including bmi and activity level and factors which affect wound healing resulting in drainage and possible infection. -device history review: review of the batch manufacturing records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: a review of the provided medical records by a clinical consultant indicated: this concerns a failed total ankle arthroplasty reportedly due to subsidence. A revision was carried out and another surgery was necessary for persistent drainage. Another surgery was required after that for removal of cement. Unfortunately, I have no preoperative or immediate postoperative and follow-up x-rays to compare the x-rays from (B)(6) 2022. The x-rays taken recently show subluxation which could be due to instability or polyethylene wear or a combination of both. There also appears to be a fracture or defect in the talus itself. The possibility of osteonecrosis could be considered. Causes of total ankle arthroplasty failure are multifactorial with surgical technique and cement technique being of great importance, as well as kinematic balance and alignment of the implant. Failure due to osteonecrosis of the talus and fracture is also possible. In my opinion the failure is not due to any defect in the product but I cannot confirm that with certainty because it has not been explanted and examined. I can confirm that these events occurred because I was able to see the operation reports. I cannot confirm the root cause since it is multifactorial including surgical technique factors, patient factors including bmi and activity level and factors which affect wound healing resulting in drainage and possible infection. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported, "impingement left ankle broken cement (antibiotic bone cement) mantel".